Manufacturer narrative:
Unit not received in manufacturing mode. Tested with a test p-cap and the test p-cap locked in place. Unit received with partially missing retainer. Unit received with partially broken off reservoir tube lip, cracked reservoir tube lip, scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case next to belt clip rail corner, peeling end cap address label and slight corrosion in battery tube.

Event description:
The customer reported via phone call that the insulin pump was cracked and had missing piece on the reservoir compartment lip. The customer's blood glucose was unknown at the time of incident. The customer stated that the reservoir still lock in place. The insulin pump was returned for analysis.